Event description:
It was reported by the customer that during a total knee replacement a tooth from the blade broke off. An x-ray was taken post-operatively and the tooth was not visualized. No injury was reported.